Event description:
Additional information received noted that the right ventricular lead had exhibited high pacing impedance.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture. The lead was capped on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, only the connector portion of the lead was returned in one piece. X-ray examination of the lead andelectrical testing of the lead did not find any indication of conductor fractures or internal shorts. Additional findings were made not related to the reported events: visual examination found an external insulation abrasion breaching the optim sheath only with the silicone insulation beneath intact and undamaged at the proximal region of the lead consistent with friction to the device can.

Manufacturer narrative:
Correction: previously reported as capped, now updated in b5 and explant date.

Event description:
Additional information received noted that the lead was explanted (B)(6) 2025 rather than capped.